Manufacturer narrative:
Other, other text: no product returned with inability to perform investigation. However, due to the attached event history log (ehl), the customer experienced both a primary audible bgnd and an acu watchdog alarm.

Event description:
Information was received that during bench testing of this smiths medical medfusion 4000 pumps, the pump exhibited primary audible alarm, acu watchdog, and base task debilitated. No reported adverse effects.